Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump was returned without authorization. There was no communication received regarding the reason for the return of the product. Per the country that returned the product, the insulin pump had unresponsive keypad. Also, there was a blood glucose value of 8.9 mmol/l provided. Nothing further was reported.